Event description:
It was reported that the customer went to the emergency room and was admitted to the intensive care unit with an elevated blood glucose level of 1030 mg/dl with ketones. Ketone level was identified as dangerous by healthcare provider. Reportedly, the customer was ¿unconscious for 2 days, dry heaving, out of it for 2 days, and was unable to swallow for a couple of days¿. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. System check was performed by tandem technical support, and the pump is functioning as intended.